Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). Buried bumper and stoma site infection are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015 a patient in (B)(6) underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported 26 feb 2020 that the patient experienced an infection and granulation tissue on the peg area on an unknown date. Wound culture from peg area was performed however result of culture has not been released. On (B)(6) 2020 the patient went to the clinic for changing of the peg-j. Buried bumper syndrome was found when the endoscopy was performed. The patient was directed to general surgery and peg-j was removed with force from the outside. Bleeding occurred on peg area after removal and recovered the same day. It was closed with a medical dressing and patient was discharged. Oral antibiotics flagyl 500 mg, amoklavin 1000 mg and medical dressing with rif were given for the treatment.